Event description:
It was reported that three implants were removed due to infection. Patient referred pain.

Manufacturer narrative:
Zimvie complaint number: (B)(4). A4: patient weight unknown / not provided. D10. Concomitant medical products. Tsvm4b8, imp, tsv, mcol mg,4.1mm,8mm lot: 1274375. Tsvb10, impl tapered scr-v sbm 3.7mm 3.5mm 10mm lot: 1274139. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.